Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced headaches which was presumably related to the procedure during the trial. The physician believed that the patients headache could be a symptom of a cerebrospinal fluid (csf) leak. The patient underwent a lead removal and was given a medication. There will be no further course of action.